Manufacturer narrative:
The technician repaired the left foot end siderail (no details of work performed was provided). The device operates normally. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the left foot siderail will not latch.